Event description:
Bilateral MRI indicated rupture, left-side.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
B3: date of event: on (B)(6) 2021. B5: left-side MRI indicated rupture. B6: MRI.